Manufacturer narrative:
D9: updated devices return information.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 61 year old male underwent pre operative impella 5.5 placement for hemodynamic support, with pre support clinical status consistent with scai shock stage d. The device was surgically inserted via the right axillary/subclavian artery on (B)(6) 2026 at 3:04 pm. During the subsequent CABG procedure, when the surgeon attempted to apply the aortic cross clamp, an adequate seal could not be achieved. Soft¿soft jaw covers were used, and the physician believed the clamp was positioned above the motor housing. The initial clamp was removed and replaced with a larger clamp; however, the surgeon again felt he was clamping above the motor. The clamp was removed, the impella was retracted, and the cross clamp was reapplied with a satisfactory aortic seal. The procedure was completed; however, the impella could not be advanced back into position post bypass and was subsequently removed on (B)(6) 2026 at 2:37 pm. The patient survived to explant. The event involved an allegation against the impella and was associated with the failure mode ¿unable to place or position.¿ at this time, the root cause cannot be determined until product evaluation and data download are completed.

Manufacturer narrative:
The device was received and an evaluation/analysis was performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported hemodynamic instability could not be determined due to insufficient clinical information. Unable to place or position cause was not determined due to insufficient clinical information and inconclusive relation of findings based on product analysis. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Correction. D1 brand name was corrected accordingly.